Event description:
Report received of tubing cut by roller clamp. When customer opened the roller clamp, before the y-port, the clamp cut the tubing. This was at the beginning of a hycamtin (chemotherapy) infusion and approx 30cc's out of the 250cc bag of hycamtin leaked. There was a small amount of bleed back from the peripheral IV site, but the site remained patent. The nurse changed the tubing immediately and the infusion was initiated without further event. The pt did get some chemotherapy on face and the nurse got some chemotherapy on hands and uniform. No injuries or adverse sequelae from the chemotherapy contact were reported. No additional info was available.